Manufacturer narrative:
The insulin pump had an intermittent blank display due to the battery tube connector not properly plugged in. However, the insulin pump was received with normal operating currents. No battery error alarm was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported battery error alerts and stated that the screen would go blank. The blood glucose reading was 107 mg/dl. Nothing further was reported.